Event description:
Reported event: clips broke during procedure.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review hemolok ml clips 6/cart 84/box lot# 73g2200750 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.